Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a missing display window cover, a broken reservoir tube lip, a missing retainer, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay and a keypad overlay texture damage. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that insulin pump had a large crack along the battery compartment all around the back. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.